Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not charge with the wall adapter. Customer's blood glucose was not impacted. Customer used a different wall adapter and the pump began to charge.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.